Event description:
It was reported that an unspecified bd safeclip had a molding defect with sharp protrusions. The following information was provided by the initial reporter: "it was reported recent skin injuries with bd clippers. Verbatim: recent skin injuries with bd clippers-"

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. Unable to perform a DHR review due to an unknown lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd safeclip had a molding defect with sharp protrusions. The following information was provided by the initial reporter: "it was reported recent skin injuries with bd clippers. Verbatim: recent skin injuries with bd clippers-"